Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. A pairing test was performed and failed. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced feeling dizzy and nervous. The patient went to the hospital and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 31.0 mmol/l. The patient was treated with a bolus of 8 units of insulin, but the route could not be confirmed. At the time of the report, which was the same day as the day of the event, the patient was still at the hospital and was still symptomatic. No other details were documented, and attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.